Event description:
It was reported that this right atrial (ra) lead presented noisy signals. The device remains in service. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).